Manufacturer narrative:
(B)(4). The actual sample for this report was not received for evaluation; however, samples with the same reported condition and lot number were received. A visual inspection of the returned samples revealed particulate matter was present inside of the bags. The condition was confirmed. The root cause of this condition was attributed to the manufacturing process; however, the exact cause is unknown. As a preventive measure, the knives of the tube feeding station on the machine used to cut/trim these bags were changed. In addition, during the assembly process of this product line, the units are visually inspected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) an all-in-one empty container in which visible particles were observed inside the bag. The condition was identified before patient use, and there is no patient involvement or injury reported associated with this issue. This is report 20 of 180 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the date received by manufacturer in the initial medwatch needs to be corrected to (B)(4) 2010. Correction : three samples were received for evaluation. The condition was confirmed in 3 of the reported quantity of 180.